Event description:
It was reported that during an intramedullary nail surgery, the flexible reamer tip broke and became lodged in the canal of the patient's femur. The surgery time was reportedly extended 5 hours. The surgery was completed with no injury to the pt.